Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a couple weeks prior to contacting lfs. The patient reported blood glucose results of '510-520 mg/dl' with the subject meter. The patient also reported blood glucose results in the '500s mg/dl' with the subject meter and '200s mg/dl' on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes through insulin pump therapy (type not specified). The patient continued to take his usual dose of insulin (10 units) at the time of the alleged issue. About 1-2 hours after the alleged issue, the patient claims he felt symptoms of shaky and weak. Emergency medical services (ems) was reportedly contacted and tested the patient's blood glucose. The patient allegedly obtained a blood glucose result of '20 mg/dl' with the ems device. The patient was give food and/ or drink as treatment. At the time of troubleshooting, the cca noted an approved sample site was used for testing. The patient did not the testing supplies to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.